Event description:
It was reported that the patient experienced ineffective stimulation due to lead migration. As a result, the patient underwent surgical intervention wherein the scs system was explanted.